Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler found no discrepancies. The functional display test failed as the screen was blank upon powering on the cycler. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. A known good inverter board was installed and the display functioned as intended. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver reported to technical support (ts) that the screen of the patient's liberty select cycler went blank during an unknown phase of pd treatment. They tried rebooting the cycler, pressed the ok and stop keys, and touched the touch screen; however, the blank screen issue persisted. The ok and stop keys were on, but the screen remained blank. At that point in time, the ts representative advised the caregiver to discontinue use of the cycler and a replacement cycler was issued to the patient. They were also advised to notify the patient's peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that the patient would perform an alternate method of pd therapy. There was no report of patient harm, nor was there any indication that medical intervention was required as a result of the reported event. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.